Event description:
During a periodic review of the programming history database, a system diagnostics test showed high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent surgery. The lead was replaced due to the high impedance and the generator was replaced due to battery depletion. The explanted devices are not available for return because they were discarded by the hospital following surgery.